Manufacturer narrative:
This case was reopened on oct 4, 2019 to enter additional information which was received on oct 3, 2019: since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to pain, elevated metal ions,osteolysis, corrosion.

Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 50, code p, taper 18/20, catalog no# 0100181500, lot no# 2411345; metasul ldh, head adapter, s, -4, taper 12/14-18/20, catalog no# 0100185145, lot no# 2420188. Therapy date : (B)(6) 2018. The manufacturer did not receive device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
Patient was implanted on left side and underwent revision due to unknown reasons.